Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 221 mg/dl. Customer also stated that the meter read over 600 mg/dl; customer was informed meter could not read that high and a result could not be confirmed in meter memory. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/15/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Complaint details customer was upset that the meter is not reading correctly kept telling the meter read over 600 mg/dl and he compared it to his room mates meter and it was not reading the same. I tried to explain about the meters reading differently and the meter will not reading over 600 mg/dl but he either did not understand me he just wanted a new meter. His room mate also got on and told me the same thing about his meter reading over 600 mg/dl; the customer said he used the meter that time and since it was not reading correctly did not use it again, yet there are quite a few results in the meter and not any 600 mg/dl plus results. This customer was getting very agitated that I was trying to get results out of the memory so I stopped. I also asked if he has gone to the dr recently and he said yes but he did not know what blood results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 221 mg/dl. Customer also stated that the meter read over 600 mg/dl; customer was informed meter could not read that high and a result could not be confirmed in meter memory. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/15/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Complaint details customer was upset that the meter is not reading correctly kept telling the meter read over 600mg/dl and he compared it to his room mates meter and it was not reading the same. I tried to explain about the meters reading differently and the meter will not reading over 600mg/dl but he either did not understand me he just wanted a new meter. His room mate also got on and told me the same thing about his meter reading over 600mg/dl; the customer said he used the meter that time and since it was not reading correctly did not use it again, yet there are quite a few results in the meter and not any 600 mg/dl plus results. This customer was getting very agitated that I was trying to get results out of the memory so I stopped. I also asked if he has gone to the dr recently and he said yes but he did not know what blood results.